Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This correction report is being submitted to provide updated impact codes in h6.

Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. No other information was provided. The associated rv lead was taken out of service, however this device remained in service at the time of procedure, and was subsequently removed from service at a later date to an unrelated reason. No additional adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. No other information was provided. The associated rv lead was taken out of service; however this device remained in service at the time of procedure and was subsequently removed from service at a later date to an unrelated reason. No additional adverse patient effects were reported.